Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-14093. It was reported that the patient's leads had migrated. The issue was confirmed via x-ray. It was noted that the patient had a fall. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the leads were repositioned and all issues were resolved.

Event description:
Additional information received indicates that the leads had migrated again. As a result, the leads were explanted and replaced.

Event description:
Additional information received indicates that therapy was activated post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.